Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the femoral stem at the cement to implant interface. Depuy cement was used. It was also reported that the patient comes into ER and with pain and not feeling well. X-rays show heterotopic bone formation and what appears to be gas in tissues surrounding the implant, signifying infection. Once opened, gross pus was noted confirming infection. A thorough I&d with removal of heterotopic bone, exchange of components, placement of antibiotic beads and coating of prostheses with high dose antibiotic cement is performed. Cement was likely gmv with gent but would have been hospital owned so no lot info or confirmation is available in my records. No patient harm occurred. This patient does have multiple significant comorbidities which make her more prone to infection. Doi: (B)(6) 2021, dor: (B)(6) 2023, affected side: right hip.